Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a nephrectomy procedure, the tip of the har36 broke and fell into the patient's cavity. The tip was withdrawn shortly after the event. It was found that the teflon had melted (white part). There was no injury to the patient and no replacement of the material was required.